Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Previously administered products included for an unreported indication: microgestin fe from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included abdominal pain and menorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), fluoxetine hydrochloride (prozac) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and dysmenorrhoea ("dysmenorrrhea (cramping)") and was found to have uterine leiomyoma ("reproductive system disorder or condition-type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the urinary tract infection, depression, anxiety, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Implants were successful on (B)(6) 2010; on (B)(6) 2010: occluded bilateral fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Previously administered products included for an unreported indication: microgestin fe from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included abdominal pain and menorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), fluoxetine hydrochloride (prozac) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and dysmenorrhoea ("dysmenorrrhea (cramping)") and was found to have uterine leiomyoma ("reproductive system disorder or condition-type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the urinary tract infection, depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Implants were successful on (B)(6) 2010; on (B)(6) 2010: occluded bilateral fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: pfs received. Event:dysmenorrhea (cramping) outcome were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: microgestin fe. Concurrent conditions included abdominal pain and menorrhagia. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Implants were successful on (B)(6) 2010; on (B)(6) 2010: occluded bilateral fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract vaginal) type: uti, psychological or psychiatric problems condition: depression/anxiety, pelvic pain female were added. New reporter, historical drug and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Previously administered products included for an unreported indication: microgestin fe from october 2009 to july 2010. Concurrent conditions included abdominal pain and menorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), fluoxetine hydrochloride (prozac) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In may 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and dysmenorrhoea ("dysmenorrrhea (cramping)") and was found to have uterine leiomyoma ("reproductive system disorder or condition-type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the urinary tract infection, depression, anxiety, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Implants were successful on jul2010; on (B)(6) 2010: occluded bilateral fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: pfs received. Reporter information was added. Events "reproductive system disorder or condition-type of disorder or condition: fibroids and dysmenorrhea (cramping)" were added. Onset date for the events "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, lower pelvic pain/ pain pelvic" were added. Concomitant medications were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.